Event description:
It was reported that a patient underwent a pacemaker revision procedure on (B)(6) 2012 and suture was used. On (B)(6) 2013, the patient presented with suture still present in incision and with an infection at the surgical site. The patient was placed on antibiotics and the visible suture was removed. No other information is available.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.